Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07678, related manufacturer reference number: 1627487-2019-07679. It was reported the patient had a dorsal root ganglion (drg) system implanted and postoperatively was unable to be awakened. No complications were noted during the procedure. Patient was transported to another medical facility and died on (B)(6) 2019. The cause of death is unknown and an autopsy is pending. There is no allegation from a healthcare professional that the death was related to the system; rather it is suspected to be due to the procedure.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information, but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.